Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported in the hematology department, during a PICC line placement procedure, the physician observed the following issue: fluid leakage from the catheter body. After trimming the catheter and reattaching the connector, leakage persisted. Following a comprehensive assessment, the head nurse determined that there were likely two or more kinks in the catheter body. After a second trimming, extension tubing was reattached, and the placement was completed. This report addresses both device issues.